Manufacturer narrative:
(B) (4) a review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The current complaint is the sole complaint identified in the review. The architect system operations manual p/n 201837-106, january 2009 and the architect isystem service and support manual ((B) (4) provide information to address the customer's issue. Based on the available information, there is no indication of a malfunction of the architect system.

Event description:
The customer reports that she broke her right toe while performing maintenance on the architect i2000sr analyzer. The customer had opened the rear access panel to check the inside of the analyzer and had leaned the outer edge of the panel against her body. When she moved, the cover fell with the metal bracket of the cover landing on her foot. X-rays of the foot found no other damage. The customer was off from work for two days with swelling of the foot but since has returned. The customer has tried several times to recreate the cover falling but has been unsuccessful. Since then, the lab has initiated a policy that whenever the rear access panel is to be opened, it is to be completely removed from the analyzer.